Event description:
The infusion pump was received at the service facility with a note indicating that the infusion pump would not detect an occlusion when the tubing was clamped. It is not known if the pump was in clinical use when the reported issue was recognized. No add'l info was able to be obtained.